Event description:
It was reported that the lead integrity alert (lia) triggered on the right ventricular (rv) pace/sense lead. The electrogram showed p-wave oversensing and reprogramming could not eliminate the oversensing. The rv pace/sense lead was explanted and replaced with a new lead. It was also reported that a separate rv lead that was used for therapy was fractured and had sensing difficulty. The rv therapy lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead in segments was returned to the manufacturer and analyzed and no anomalies were found. The distal conductor was distorted and fractured (overstress.) The proximal conductor had blood/body fluid (not obstructed.) The outer insulation melted, was pulled apart (overstress,) and had cosmetic environmental stress cracking (esc,) torn and breached cut. The lead was stretched and had apparent explant damage.